Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult or delayed positioning associated with clip interaction with the anatomy resulting in a single gripper actuation issue appears to be related to user technique/procedural conditions and while repositioning the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip (lot: 40307r3119) was chosen for implantation. Clip was positioned above a2/p2 (medial side) perpendicular to coaptation line. The clip was advanced across the valve closed and opened under the valve. The clip had rotated 1 hr clockwise, so corrective movement was made under the valve. During this, the anterior gripper became stuck on the anterior leaflets. Troubleshooting manuevers were attempted but were unsuccessfully. The grippers were cycled a few times, but then the leaflet became stuck behind the anterior gripper. The anterior gripper then could not lower when attempted. Troubleshooting was attempted and the gripper eventually lowered and the leaflet was freed. There was no leaflet damage. The clip was brought back to the left atrium where the grippers were tested and functioned normally. The clip was then implanted a2/p2 reducing mr to grade 2. There was no patient consequences or clinically significant delay.